Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged following implant. The patient had a syncopal episode and fell. It is unclear if the syncope was a result of the lead dislodgement, or if it caused the dislodgement. Lead evaluation noted no capture. A revision procedure was performed and the lead was successfully replaced with no adverse effects.